Manufacturer narrative:
Age at time of event: (B)(6) years at the time of enrollment. Device is a combination product. (B)(6).

Event description:
It was reported that restenosis occurred. The patient was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The lesion was located in the left mid superficial femoral artery (sfa) with 90% stenosis and was 60 mm long with a proximal reference diameter of 5.00 mm and distal vessel diameter of 6.00 mm and was classified as tasc ii a lesion. The lesion was treated with pre-dilatation and placement of a 7mm x 80mm study stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2018, the patient visited the hospital for a 24 month follow up. Dus was performed and revealed 50-99% in-stent restenosis of the study stent that was implanted during the index procedure. The patient planned an intervention for a later date. On (B)(6) 2018, the patient was hospitalized for the scheduled intervention. On (B)(6) 2018, 90% of the isr noted in the study stent was treated with balloon angioplasty. Post intervention, the residual stenosis was 0%. The patient was discharged the same day.